Event description:
A customer obtained lower than expected results for total bhcg (tbhcg) on two patients' samples. The specimens were re-tested and the patients' samples recovered higher results within a different clinical range. All tbhcg results were positive and were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
A system check performed on (B)(6) 2009 prior to and on the day of event. The customer did not question any other assays or results. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the spring in the precision pump was worn. The fse rebuilt the pump and ran the diluted test which passed within specifications. The fse verified the repair per established procedures and results met published performance specifications. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware is the root cause for this event.